Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the elective replacement indicator was activated on this device and routine replacement for battery depletion was being performed when, during the procedure, the right atrial lead was pulled back, but not dislodged, it appeared to be sensing correctly; however, there was no capture at 10v. The physician explanted the lead and it was replaced with a new atrial lead. There were no patient complications reported as a result of this issue.